Event description:
It was reported that the unspecified bd 5ml syringe experienced separation between the syringe and mating component. The following information was provided by the initial reporter: attached to a 30 gauge 1/2" safety hypodermic needle and lidocaine was drawn into it. While injecting the needle came apart at the needle syringe junction.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd 5ml syringe experienced separation between the syringe and mating component. The following information was provided by the initial reporter: attached to a 30 gauge 1/2" safety hypodermic needle and lidocaine was drawn into it. While injecting the needle came apart at the needle syringe junction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.